Event description:
It was reported that the patient underwent lead replacement on (B)(6) 2013. It was reported that no x-rays were performed and no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The lead is expected to be returned to manufacturer for analysis, but has not been received to date.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen during system diagnostics. The device was disabled. There was no known patient manipulation or trauma. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The generator and lead were returned for analysis on (B)(6) 2013. The generator analysis was completed on (B)(6) 2013. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was completed on (B)(6) 2013. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.